Event description:
It was reported that during an unknown procedure, it was observed that the staples were malformed and bleeding occurred. Another device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided..

Manufacturer narrative:
(B)(4). Date sent: 09/04/2025. D4: batch #454d24. B3: unknown. Additional information was requested, and the following was obtained: the procedure was left upper lobectomy, and the device was used on the pulmonary artery. The staples were formed as intended, but they were not fully formed and bleeding occurred. The bleeding was stopped by ligation and taco-seal was used. No change in the procedure. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded in the device. The reload was received fully fired and with damage on reload deck. In addition, a battery pack was returned. During the visual inspection of the knife, no anomalies were found on the knife return and open/close of the jaw during the testing. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 454d24, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 09/15/2025. Additional information was requested, and the following was obtained: - could you please provide more details about the type of oozing? Not clear. - was there any other issue noted with the staple line other than bleeding, such as malformed staples or missing staples? Although a type b formation was observed, the staple legs did not fully engage. - how was the bleeding controlled? Hemostasis was achieved with ligation and tack seal. - how much blood was lost in ml? Not clear. - did the patient require a transfusion? Not clear. - was there any patient consequence or change in post-operative care as a result of the event? No.